Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely depressed sodium (na) test result was obtained from a dimension exl with loci module (lm) instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found the integrated multisensor technology (imt) pump rate at around 72. The cse replaced the pump tubing, replaced the sample arm and the sample tubing. Quality control materials were processed with acceptable results. The cause of the discordant, falsely depressed sodium test result is unknown. The instrument is performing within specifications. No further investigation of this instrument is needed. .

Event description:
A discordant, falsely depressed sodium (na) test result was obtained from a dimension exl with loci module (lm) instrument. The initial result was not reported to the physician(s). The same sample was repeated multiple times on the same instrument giving higher results compared to the initial result. The same sample was given a new sample ID (sid) and tested multiple times on an alternate dimension exl with lm instrument giving higher results compared to the initial result. One of the repeat results was reported as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium test result.